Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user¿s report. There was no image observed during eval. The referenced device passed the leakage test and the insulation test. There was no evidence of fluid invasion noted. The user¿s experience was attributed to the damaged charge-coupled-device (ccd) unit. This report is being submitted as an MDR in an abundance of caution.

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the screen went black when the users attempted to take a picture of the cecum. The users were reportedly unable to capture any images and the intended procedure was said to have been completed with a different but similar colonoscope. There was no pt injury reported.